Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, though not verified, per the physician, "I have seen a patient today who had a successful, well functioning implant for the last 12 months or so, who now has a problem where it will not inflate. When you examine him there is definitely fluid in the system and the pump pumps as you would expect and does refill. However, no matter how many pumps you do no fluid goes into the cylinders .it is almost as if the fluid is pumping back into the reservoir or, and then draining back into the pump as the pump refills, then pumping back into the reservoir etc., effectively bypassing the penile cylinders." Device currently remains implanted. Information received 10/20/2020 6:15 pm: revision surgery to occur next week. If the device is explanted, it will be returned. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.